Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 42 year-old female patient who had essure inserted (lot no. 653906) for female sterilisation. The patient had a medical history of menorrhagia on (B)(6) 2020, loop electrosurgical excision procedure in 2002 and leiomyoma, adenomyosis, endometrial disorder, chronic cervicitis, tobacco user, smoker, polyps, intermenstrual bleeding (age 12 bleeding between periods), menarche, dysplasia, menses irregular with excessive bleeding, vaginal delivery (vaginal deliveries: 2.), parity and gravida ii. Previously administered products included: lidocaine. Concurrent conditions were listed as varicose veins (symptomatic varicose veins), cervical cancer (pap smear for cervical cancer screening), muscle spasm, menorrhagia, right upper quadrant pain (intermittent right upper quadrant abdominal pain), anxiety and abnormal uterine bleeding. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2021, 4182 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus & cervix / vaginal hysterectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-no essure coils are noted. The adjacent myometrium is pale tan and diffusely vaguely nodular with thickness of 2 cm. Discrepancy noted: insertion date recorded in argus is (B)(6) 2009 and as per mr report (B)(6) 2009 trailing coils: left -1 coil right:3 coils. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2009: opacification of normal appearing endometrial cavity. No opacification of the fallopian tubes and no free spillage into the peritoneal cavity. Impression: no free spillage into the peritoneal cavity. [Pathology test] on (B)(6) 2021: uterus, cervix, bilateral fallopian tubes: chronic cervicitis. Proliferative endometrium, adenomyosis. Leiomyoma, subserosal., essure coils identified. Fallopian tubes within normal limits clinical data/pre-op diaqnosis: abnormal uterine bleeding [smear cervix] on (B)(6) 2018: neg hpv. [Ultrasound pelvis] in (B)(6) 2015: 9.2 with 11 mm stripe 0.6 cm fibroid anteriorly, ovaries normal no free fluid. Lot number:653906; manufacture date:2009-01; expiration date: 2012-07. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 19-oct-2023: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 42 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2021, 4182 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 42 year-old female patient who had essure inserted (lot no. 653906) for female sterilisation. The patient had a medical history of menorrhagia on (B)(6) 2020, loop electrosurgical excision procedure in 2002 and leiomyoma, adenomyosis, endometrial disorder, chronic cervicitis, tobacco user, smoker, polyps, intermenstrual bleeding (age 12 bleeding between periods), menarche, dysplasia, menses irregular with excessive bleeding, vaginal delivery (vaginal deliveries: parity and gravida ii. Previously administered products included: lidocaine. Concurrent conditions were listed as varicose veins (symptomatic varicose veins), cervical cancer (pap smear for cervical cancer screening), muscle spasm, menorrhagia, right upper quadrant pain (intermittent right upper quadrant abdominal pain), anxiety and abnormal uterine bleeding. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2021, 4182 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus & cervix /vaginal hysterectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-no essure coils are noted. The adjacent myometrium is pale tan and diffusely vaguely nodular with thickness of 2 cm. Discrepancy noted: insertion date recorded in argus is (B)(6) 2009 and as per mr report 11-sep-2009. Trailing coils: left -1 coil right:3 coils. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2009: opacification of normal appearing endometrial cavity. No opacification of the fallopian tubes and no free spillage into the peritoneal cavity. Impression: no free spillage into the peritoneal cavity. [Pathology test] on (B)(6) 2021: uterus, cervix, bilateral fallopian tubes: chronic cervicitis. Proliferative endometrium, adenomyosis. Leiomyoma, subserosal., essure coils identified. Fallopian tubes within normal limits clinical data/pre-op diaqnosis: abnormal uterine bleeding. [Smear cervix] on (B)(6) 2018: neg hpv. [Ultrasound pelvis] in (B)(6) 2015: 9.2 with 11 mm stripe 0.6 cm fibroid anteriorly, ovaries normal no free fluid. The most recent follow-up information incorporated above includes data received on: 13-sep-2023: mr received : lot number added, reporters information, medical history and lab data added, product start date non drug treatment and rcc updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 42 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2021, 4182 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 23-mar-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.